Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina which was treated by implantation of one endeavor resolute stent into the lad. Approximately 7 months post index procedure, the patient suffered upper gi hemorrhage. Patient was on dapt at time of event. The patient was treated with medication and recovered. The investigator assessed this event as not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.